Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose level was 436 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer treated with bolus on the insulin pump. Customer also reported bent cannula. Customer had issues with scarred tissue, hardened tissue or stretch marks. The customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.